Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. The 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that an error was indicated on the device requiring to restart the device. After rebooting, the device was functional again. There was no delay to the procedure and no known impact to patient outcome. The procedure was completed with the use of navigation.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.